Event description:
During a paroxysmal supraventricular tachycardia procedure, the knob of the catheter in use was found greasy during the insertion. The physician was not aware of the situation at the beginning. His gloves touched the grease as well as the pt's body at the catheter insertion area. The catheter was introduced through a sheath into the femoral vein. Once he realized the oil contamination, the physician immediately stopped advancing the catheter; withdrew and replaced it with a new one. The pt had no reaction over the greasy material.

Manufacturer narrative:
The analysis of the returned catheter revealed the substance to be vaseline. Excessive vaseline was applied to lubricate the piston.